Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 49-year-old male patient presented to his (B)(6) center office with concerns related to a previously placed dental implant. The initial implant placement was performed on (B)(6) 2025 at tooth location #18. The implant was not placed following immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026, before the second stage surgery. During the examination, the doctor discovered that the implant had failed to osseointegrate. As a result, the implant was removed on the same day without the use of any instruments, and the implant was not replaced. The prosthesis was a single tooth. The patient experienced infection and granulation/fibrous tissue around the implant, and the symptoms resolved after implant removal. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene.